Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to customer's blood glucose. During pump system check, a minimum fill notification was received. Occlusion was found to be possibly related to the pump. Customer reverted to using another pump for insulin therapy.